Event description:
The account alleged the bed would not send a nurse call when the pt position module alarmed. No pt impact.

Manufacturer narrative:
The account replaced the coil cable assembly to resolve the issue.